Event description:
Per the clinic, the patient experienced pain and was placed on a course of antibiotics (duration and type not reported). Additional information has been requested but has not been made available as of the date of this report.